Manufacturer narrative:
On 26-feb-2021, the mentor failure analysis lab received the device for evaluation. In addition, mentor became aware of the following: the patient identifier is (B)(6). The patient dob is (B)(6) 1989. The event date is (B)(6) 2020. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 325cc gel breast prostheses. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08-jan-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical product has not been returned to mentor. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral capsular contracture. (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 325cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memory gel xtra breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.